Event description:
The customer reported they received readings of 248 mg/dl and 296 mg/dl. The customer then took extra insulin based on these readings and developed shaking, sweating weakness and difficulty moving. Paramedics were called and received a reading of 41 mg/dl. The customer refused treatment by the paramedics and treated herself with candy and sugar.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.